Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced. It's suspected that the root cause of the event is clavicular crush. Lead revision is anticipated and the patient was stable.